Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (communication) issue. The reporter alleged that the pump randomly emitted an unusual tone followed by vibrating. It was noted that there were no alarms related to the pump or continuous glucose monitor in the pump history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 09/16/2015 device evaluation: the pump has been returned to animas and evaluated on (B)(4) 2015 with the following findings: the pump¿s black box history showed that multiple call service 054/052 alarms had occurred. During investigation of the returned pump, a call service 69 alarm occurred during the rewind step. The pump could not be investigated as a result of this other failure. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.